Manufacturer narrative:
Citation: tagliari a.; et al. The use of basilica technique to prevent coronary obstruction in a tavi-tavi procedure. J clin med. 2021 dec; 10(23): 5534. Doi: 10.3390/jcm10235534. Pmid: 34884239. Published online 2021 nov 26. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an 86-year-old female patient with hypertension, smoking history, chronic obstructive pulmonary disease (copd), prior breast cancer and atrial fibrillation/tachy-brady syndrome with a pacemaker who developed severe aortic stenosis. She underwent transcatheter implant of a 23-mm medtronic corevalve bioprosthetic valve in 2012 (unique device identifier numbers not provided). The patient presented to the hospital in severe heart failure secondary to severe aortic stenos is/regurgitation involving the bioprosthesis, per transthoracic echocardiography and chest computed tomography (CT) imaging. The findings indicated structural valve deterioration (svd). The patient underwent a transcatheter basilica procedure to protect blood flow to the coronary ostia, then valve-in-valve transcatheter aortic valve implantation (viv tavi) was performed using a non-medtronic bioprosthetic valve. No additional adverse patient effects or product performance issues were reported.